Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that when the lifeband was retracted, it would pop back up as if there was no patient on the autopulse platform (sn (B)(6)). The customer stated that they did not observe any user advisory displayed by the platform while the patient was on it. The customer mentioned they constantly attempted to realign the patient so the platform would recognize the patient. No consequences or impacts on the patient. During testing of the autopulse platform without a manikin, it displayed user advisory 18 (max take-up revolution exceeded). After placing the manikin on the platform, it showed fault code 16 (timeout moving to take-up position). Then, it indicated ua 02 (compression tracking error).

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the lifeband would pop back up during take-up, as if there was no patient on the autopulse platform (sn (B)(6), was confirmed during functional service tests. The lifeband would release and return to its home position. Additionally, the reported complaint that the autopulse platform displayed user advisory 18 (max take-up revolution exceeded), fault code 16 (timeout moving to take-up position), and user advisory 02 (compression tracking error) was confirmed in the platform's archive data review. Only ua18 and fault code 16 were replicated during functional service tests. However, the root cause of all the reported problems was the defective drivetrain motor. Based on the archive data review, the autopulse platform failed to initiate the take-up and displayed user advisory 18 (max take-up revolution exceeded) on the reported event date. The next day, the platform was powered on but failed to initiate the take-up, showing fault code 16 (timeout moving to take-up position). The user successfully started the platform and performed 22 compressions before it stopped due to user advisory 02 (compression tracking error). The autopulse platform passed the initial functional test without any faults or errors. However, the customer's reported complaint was confirmed during further functional and service evaluation tests, as the autopulse platform repeatedly failed during take-up, displaying both ua18 and fault code 16. Additionally, the platform would start the initial take-up of the lifeband and then release and return to its home position. After replacing the defective drivetrain motor, the autopulse platform was tested with the large resuscitation test fixture (lrtf) until the known-good battery was discharged without any faults or errors. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).